Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: the needle fell out of the stitching device. There was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Procedure performed was a laparoscopic gastric bypass.

Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received one device, opened by the account without the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received with both instruments. Witness marks one the bevel wall was observed for the instrument. The instruments was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.